Manufacturer narrative:
Batch review performed on 26-jan-2026 humeral reverse hc liner d 39/+0mm (k170452) lot 2505029: (B)(4) items manufactured and released on 22-may-2025. Expiration date: 2030-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Glenosphere - d 39x24.5 (k170452) lot 2512149: 90 items manufactured and released on 23-jul-2025. Expiration date: 2030-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months from primary, the patient came in due to pain associated with a dislocation of the glenosphere from the liner. The surgeon upsized the glenosphere and liner. The surgery was completed successfully.